Event description:
It was reported that a peek implant was sent out with an implant thickness that does not meet the thickness specifications.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Correction: follow-up report submitted to document that the product complaint is considered not reportable. The product complaint was initially deemed not reportable. This determination was revised when a remedial action was initiated, resulting in a provisional reportable classification. However, following the cancellation of the remedial action, a reassessment confirmed that the event did not meet FDA reporting criteria. Therefore, the earlier reportable classification was made in error due to evolving information.

Event description:
No new information.